Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, d8, d9, g3, g4, g6, h1, h2, h3, h6, and h10 a review of the manufacturing documentation associated with lot 82234551 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after removal of an 8.0mm x 39mm 80cm palmaz genesis on .035 opta pro stent delivery system (sds) from the inner plastic packaging loop, the stent fell off the balloon. As a result, a new 8.0mm x 39mm palmaz genesis sds was used without issue. There was no reported injury to the patient. The device was stored and handled per the instructions for use (IFU) and there was no damage to the device packaging prior to use. There was no difficulty removing the device from its packaging, and no resistance was felt while removing the device from its plastic hoop. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: after removal of an 8.0mm x 39mm 80cm palmaz genesis on .035 opta pro stent delivery system (sds) from the inner plastic packaging loop, the stent fell off the balloon. As a result, a new 8.0mm x 39mm palmaz genesis sds was used without issue. There was no reported injury to the patient. The device was stored and handled per the instructions for use (IFU) and there was no damage to the device packaging prior to use. There was no difficulty removing the device from its packaging, and no resistance was felt while removing the device from its plastic hoop. The product was returned for analysis. One non-sterile unit of a sds genesis .035 8.0x39mm 80mm stent delivery system was received for analysis inside a plastic bag. The mentioned stent was not returned for evaluation. Per visual analysis, the balloon profile seemed to have been previously inflated. Also, the balloon exhibited characteristic stent marks left by the stent indicating the stent was, at a certain time, properly mounted on balloon as expected. Neither stretched conditions on the body of the unit nor any other anomaly was observed. A product history record (phr) review of lot 82234551 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-dislodged - during prep¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis as the stent was not returned for evaluation and no anomalies were observed on the received sds. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by characteristic stent marks left by the stent indicating the stent was, at a certain time, properly mounted on the balloon as expected and the balloon having been inflated noted during analysis. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Do not attempt to remove or readjust the stent on the delivery system.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.